Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue but also observed that the device had previously been submerged in water. The lcd had mold and water marks and internally the device had a large amount of rust and corrosion. It was also observed to be a clay like substance within the battery well.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on. There was no report of any patient use associated with the reported issue.